Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2014 with the following findings: the keypad was found to be peeling from the base. Evaluation revealed that the up arrow keypad button was intermittently responsive; all other keypad buttons responded appropriately to button presses. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).